Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent t-wave oversensing (twos) and small r-wave was measured during the episodes. R-wave amplitude trend showed a gradual decline since implant. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).